Manufacturer narrative:
A site representative reported that during a case the imaging system was unable to take the second confirmation spin. The site was able to take the first spin and navigate off it but when attempting to take the confirmation the mobile view station (mvs) would scroll and make a noise as though it's shooting fluoro but no images would appear. It was also noted that after the case that the dose report did not have any values. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An on site inspection was scheduled for a later date. The system's logs were sent to the manufacturer for analysis. During the on site inspection, the medtronic representative reported that the x drive wasn't moving forward smoothly and that the mvs and image acquisition system (ias) applications were corrupted. The medtronic representative re-installed the software, replaced the paxscan cp2 central processing unit (cpu), adjusted the x-stage cover and invalidated home. The replaced cpu was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. Part analysis for the cpu confirmed an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a case the imaging system was unable to take the second confirmation spin. The site was able to take the first spin and navigate off it but when attempting to take the confirmation the mobile view station (mvs) would scroll and make a noise as though it's shooting fluoro but no images would appear. It was also noted that after the case that the dose report did not have any values. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An on site inspection was scheduled for a later date. The system's logs were sent to the manufacturer for analysis.